Event description:
Event description guidant received information that this pacemaker was not implanted due to the inability to interrogate and obtain a magnet rate. An additional device was utlized without further incident.